Event description:
It was reported the patient presented to the emergency room with an arrhythmia. Upon interrogation, it was discovered the right ventricular lead was failing to capture. The right ventricular lead was replaced with a leadless pacemaker on (B)(6) 2024. The patient was in stable condition before, during, and after the procedure.